Event description:
Pt reported sensor stop working; new sensor showing on the g6 app when she check it; pt wasn't interacting with the device

Manufacturer narrative:
(B)(4). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.